Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that intravenous (IV) remodulin was being administered as a continuous infusion. The patient had reported a hospitalization in 2025 due to shortness of breath and an increased heart rate. The patient had planned to maintain the current pump rate until the next scheduled appointment with the physician. Two days prior, the patient had noticed that the handle on the pump had become stuck. It was reported that upon discharge in 2025, hospital staff might have altered the pump, as the handle could no longer be moved. The patient had not been using that pump since then.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.